Event description:
It was reported, syringe 30ml, white deposit on a prepared chemotherapy bag. The following was provided by the initial reporter: it was reported that presence of a white deposit on a prepared chemotherapy bag, the customer noticed a white deposit on a prepared chemotherapy bag; they told us they had disposed of both the bag and the syringe. When did the incident occur? During use

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.